Event description:
While helping a student administer a lower mandibular block injection, facility sates, "when I went to take the syringe off the brasket table to put a new cartridge of anesthetic in for a subsequent injection, my intent was also to demonstrate to the student how recapping in the safe method had protected pt from an inadvertent needle stick. Much to my surprise I was struck...the 27 gauge short needle had perforated right out the side of the safety cape and directly into the side of my thumb."